Event description:
Device issue: premature partial deployment. Time of device issue: during device removal. Adverse event: none. It was reported that during a left superficial femoral artery stenting procedure with an absolute pro, just after device insertion over a non-abbott wire, resistance was felt during advancement. The device never exited the port into the patient's anatomy. During removal, resistance was felt and upon removal of the device, the stent was noted to be exposed. There was no adverse patient sequela. Another wire was placed and another absolute pro was deployed successfully. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up will be submitted with all relevant information.